Event description:
It was reported that loss of aspiration occurred. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, a defect at the time of the power pulse was noted, releasing blood and not injecting thrombolytic properly. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that loss of aspiration occurred. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, a defect at the time of the power pulse was noted, releasing blood and not injecting thrombolytic properly. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 60 seconds in thrombectomy. The device ran within normal range (9.86 kpsi), without any leaks from the device or any errors/alarms from the console. No other issues were identified with the device and no patient complications were reported.